Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of the automated peritoneal dialysis therapy. Reportedly, the home patient connected to the setup during the prime cycle. Baxter technicial service center assisted the home patient in ending their therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident per the home patient's spouse.